Event description:
The customer stated that his blood glucose readings had been lower than usual. While troubleshooting, he performed a control test and rec'd a result of "lo". The normal control range was not provided, but it should be around 95-135 mg/dl. The customer did not allege any adverse events as a result of the low readings. The test strips are to be returned for eval, and the customer was sent a new contour meter.